Manufacturer narrative:
The reported event that large led broke out of the device was confirmed during visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during inspection conducted at the user facility the large led of the device was identified as broken off. No procedural delays or patient involvement were reported with this event.

Event description:
It was reported that during inspection conducted at the user facility the large led of the device was identified as broken off. No procedural delays or patient involvement were reported with this event.

Event description:
It was reported that during inspection conducted at the user facility a piece of the device was identified as broken off. No procedural delays or patient involvement were reported with this event.